Event description:
This procedure was performed in (B)(6). During a carotid stenting procedure the customer stated that this stent became stuck into y-connector, and early deployed. Another stent was deployed. No patient involved. Investigation of the returned device on (B)(4), 2014 found the distal tip of the deployment system was fractured.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.